Manufacturer narrative:
(B)(4). Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0302991 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. There was no kit lot number mentioned and no detail about the run in the complaint text. However, database of instrument ct1969 was available and run 260 was presumed of being the run involved by correlating the complaint awareness date and the complaint text info. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0302991 was manufactured according to specifications and met performance requirements. Customer complained about one sample that gave n2 negative, n1 positive results with the bd sars-cov-2 reagents for bd max¿ system assay. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted for one sample (position a4) in run 260. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the pcr curve shows a late and low but true amplification for n1 target without anomaly. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0302991. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars-cov-2 discrepant results were obtained. One sample negative n2 and n1 positive. Customer has declined to provide any additional information. (B)(4).

Manufacturer narrative:
Eua# (B)(4) medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 discrepant results were obtained. One sample negative n2 and n1 positive. Customer has declined to provide any additional information. Eua# (B)(4).